Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this returned programmer was thoroughly analyzed. The programmer passed both the system functional test and baseline evaluations, with no evidence of errors within the stored log file. The alleged unresponsive touch screen was unable to be reproduced in the laboratory and it operated normally. Despite analysis findings, this event is consistent with the criteria for a "cause traced to design" event, that is unresponsive during threshold testing.

Event description:
It was reported that during threshold testing following an implant procedure, this programmer screen froze. The technician attempted to press the programmer's buttons and touch screen, but they were unresponsive. Additionally, unplugging the programmer's charger had no effect. The programmer was exchanged to resolve the event and the patient was stable with no adverse effects.